Event description:
Customer's father reported customer's insulin pump was alarming. Customer tried to clear the alarm, but was unable to clear it due to the keypad being unresponsive. Customer's blood glucose is 213 mg/dl. Customer waited five minutes to try and reset the device, but the issue persists. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the d0wn arrow button did not respond due to corroded keypad trace. Unable to verify the error alarm due to no button response. The device was received with minor scratched display window and cracked reservoir tube lip.